Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 rmt, model #: m-5830-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); cool flow pump, model #: m-5491-02, serial #: (B)(4); lasso nav variable eco, model #: d-1343-00, lot #: unknown; coronary sinus catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported a pericardial effusion was discovered through ice acunav catheter. The patient blood pressure dropped. Pericardiocentesis was performed and approximately 1200 ml of fluid was removed. It was reported the patient was stable and was going on surgery. Multiple attempts have been made to request for additional information however other information was provided.